Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited intermittent loss of rv capture and increased threshold measurements. The patient¿s heart rate was in the 30 beat per minute (bpm) range. The patient was symptomatic, but did not lose consciousness. There was also intermittent pacing inhibition with pauses which were less than two seconds. The rv impedance measurements had been variable, and there was one episode of rv noise with one extra beat of noise. Pocket manipulation was performed and the noise could not be reproduced. Lead measurements were taken in both unipolar and bipolar configurations; however, no conclusive information was obtained. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.